Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was opened, but not used during an implant procedure. The reason the lead was unused is unknown. Follow up investigation returned no further results. The lead was never used, and a new lead was place instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.